Manufacturer narrative:
(B)(6) 2021 this lead was capped due to noise, shock impedance greater than 150 ohms, and pacing impedance 274 ohms. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient reported feeling muscle spasms on the lower left side of their body over the last five months, which eventually escalated to include spasms in the left arm. During a recent office visit, patient was notified by clinic staff that a lead integrity concern was present and revision was scheduled. Therapy was reportedly programmed off at which point the patient reported feeling better. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.